Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in a procedure. According to the complainant, during the procedure, while inflating the balloon, the pressure gauge increased and then decreased to 0atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.